Event description:
The reporter returned product stating that it was leaking during set up. During returned product evaluation, it was discovered that the accuflush was broken off at the solvent joint. There was no pt injury or treatment associated with this event.